Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The machine was in recirculation for about one hour. The drain line length and building drain height are both within specifications. There were no obstructions to the drain line. The reporter noticed white buildup on the bottom of the hydraulics compartment under the flow pressure regulator or air separator, indicative of a leak. The clinic's technician stated that the leak was coming from the 78 high pressure valve, which he replaced. He replaced the air separator cap to resolve the saline bag fill. All replaced components were discarded and the machine is back in service.

Manufacturer narrative:
The reported issue, filling of saline bag, was resolve by replacing the air separator assembly. The reported issue, fluid leaks, was resolved by replacing the high flow relief valve. The machine was returned to service with no further issue. No parts were returned for eval. The reported issue, fluid leaks, is addressed by CAPA. The reported issue, filling of saline bag, is addressed by CAPA. A device history record review was conducted and conformed that there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within spec.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.